Event description:
It was reported that 11 bd ultra fine¿ pen needles had no insulin flow during use and were difficult to operate despite being easily attached. The following information was provided by the initial reporter: "consumer stated, when taking injection, not insulin will flow. Stated, he is able to attach pen needle with no problem stated, he does not prime before taking injection 11 pen needles affected". "Have experienced a problem with several of these needles not flowing, probably not long enough inside to penetrate the pen tip. Using novo nordisk levemir flex touch pen. Needles were screwed on straight and fully seated. Normally this would not be of much concern if one or two failed, but I had eleven failures out of a box of 100. I have been using these needles for several years and this is the first time I've had this much trouble."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd ultra fine¿ pen needles had no insulin flow during use and were difficult to operate despite being easily attached. The following information was provided by the initial reporter: "consumer stated, when taking injection, not insulin will flow. Stated, he is able to attach pen needle with no problem stated, he does not prime before taking injection 11 pen needles affected" "have experienced a problem with several of these needles not flowing, probably not long enough inside to penetrate the pen tip. Using novo nordisk levemir flex touch pen. Needles were screwed on straight and fully seated. Normally this would not be of much concern if one or two failed, but I had eleven failures out of a box of 100. I have been using these needles for several years and this is the first time I've had this much trouble."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. H6: investigation summary customer returned (11) loose 32gx4mm bd pen needles from lot# 0352139. The consumer stated when taking injection no insulin will flow, and suggested that the cannula is probably not long enough inside to penetrate the pen tip. The returned pen needles were examined, and it was observed that 10 exhibited a broken non-patient end (npe) cannula and 1 exhibited a bent npe cannula. The bent or broken npe cannulas would be the cause for no flow through the cannula, hence, the customer would think that the pen needles were clogged or that the npe cannula was not long enough to properly attach to a pen injector. Since all 11 samples were returned after use, the probable cause of the broken and bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken, npe cannula bent) the root cause for this issue is user related. The npe cannulas were broken or bent after the customer handled the pen needles.